Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a glucose reading of 652 mg/dl on ilet with concurrent symptoms and went to an emergency department in michigan, where clinicians removed the ilet and treated the user with intravenous insulin, fluids, and antibiotics for a suspected internal infection and blood clots; the user and clinicians did not suspect device or supply malfunction, and the user later resumed ilet therapy. Symptoms included hyperglycemia, headache, nausea, vomiting, dry mouth, fatigue, and distress. Outcomes included unexpected medical intervention with medication. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.